Event description:
Ous MDR - this lv lead has impedances greater than 3000 ohms. A revision procedure has been scheduled in the future. The lead remains implanted at this time.

Manufacturer narrative:
On 10/20/17 - this lead was explanted on(B)(6) 2017. The protego and the sentus under complaint were received and subjected to an extensive analysis. Furthermore the provided data were analyzed. The available trend curves showed the reported increased right ventricular pacing impedance in (B)(6) 2017. Moreover the left ventricular pacing impedance repeatedly went out of range from (B)(6) 2016 and (B)(6) 2017. The provided iegms demonstrated noise on the rv and on the lv channel. Subsequently the leads were investigated. The protego showed multiple signs of wear along the lead body. In particular 8 cm proximal to the lead tip the insulation was found rubbed through. In this region the conductor cable to the ring electrode was fractured. These damages can be considered as the root cause of the reported oversensing and out of range pacing impedance. Based on the characteristics of the damages, it is reasonable to assume that the lead had been subject to severe mechanical stress due to constant friction against a feature of the heart or another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. The sentus was found cut 79 cm proximal to the lead tip. Only the distal lead fragment was returned. Multiple cuts in the insulation were noted which most likely resulted from the extraction procedure. Between 53 cm and 49 cm proximal to the lead tip the lead body was found squeezed and deformed. In this region a conductor fracture was observed. These findings are highly likely responsible for the varying pacing impedance as well as the left ventricular noise. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis of the leads did not reveal any sign of a material or manufacturing problem.